Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 17mm from the distal end. There was no scratch at the broken point. The shape of the fracture was partially a rough surface which showed that the fracture developed by physical stress. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, omsc have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress by touching physically. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject "device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked." Since the crack occurred, the ultrasonic output error displayed and the generator stopped output. Consequently, during checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain surgery, the probe of the subject device broke when the facility withdrew the subject device from the patient. There was no report of patient injury regarding this event.